Event description:
The event is reported as: "two staples have worked properly then the stapler blocked. Another stapler was successfully used." The defect was discovered during an orthopedic surgery. No patient injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.